Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the jar was difficult to open. The sealing material was stuck to the glass jar and particles dropped into the jar. Subsequently a new valve was used and was implanted successfully. No adverse patient effects were reported

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups in its original product packaging. The tear-away seal on the packaging was received broken. The solution in the jar was found to have leaked into the absorbent yellow casing that is part of the packaging. Therefore, the particles were not seen. The seals on the jar were found to be broken. A torque test would have been performed but the seals were already broken. The lid was removed. The jar showed residual gasket material on the lip. The gasket showed damage and peeling on the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.